Event description:
During a pfa procedure, inflation issues and communication issues resulted in a procedural delay. During device preparation, balloon inflation was noted to be difficult. No balloon leak or bubbles were observed at this point. After insertion, the catheter produced magnetic-sensor related issues on ensite x integration, so even though everything was done per IFU, all connections were properly made, prs patches were all green and visible, the catheter was definitely out of the sheath, for several rebooting-reconnecting every single device (dws, amplifier, current) the catheter was not visible. The ensite x system had the error message: "invalid magnetic sensor data, try to reconnect the catheter, and if the problem persists, change to another one". It was also noted that aspiration of saline from the balloon was difficult. The catheter was replaced. The new catheter also produced the magnetic issues but the balloon filling and aspirating issue was resolved. The procedure was able to be completed with no adverse consequences to the patient.